Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included bupropion, intrauterine contraceptive device (iud nos) since 2012 and sertraline hydrochloride (zoloft). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe : mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with antidepressants, codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), sumatriptan succinate (imitrex df), trazodone and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, mood swings, vaginal haemorrhage, migraine, headache, vaginal discharge, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reaching in with a grasping forceps we were able to remove the tube and most of its coils, but obviously a few coils were left. Essure insertion date provided in pfs : (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received : previously reported event "hormonal changes describe" updated to "mood swings". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included bupropion, intrauterine contraceptive device (iud nos) since 2012 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe : mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with antidepressants, codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), sumatriptan succinate (imitrex df), trazodone and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, mood swings, vaginal haemorrhage, migraine, headache, vaginal discharge, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reaching in with a grasping forceps we were able to remove the tube and most of its coils, but obviously a few coils were left. Essure insertion date provided in pfs : (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and endometriosis. Previously administered products included for allergy: penicillin. Concomitant products included bupropion, intrauterine contraceptive device (iud nos) since 2012 and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 4 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe : mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with antidepressants, codeine phosphate;paracetamol (tylenol with codeine no. 3), hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), sumatriptan succinate (imitrex df), trazodone and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the heavy menstrual bleeding, mood swings, vaginal haemorrhage, migraine, headache, vaginal discharge, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reaching in with a grasping forceps we were able to remove the tube and most of its coils, but obviously a few coils were left. Discrepancy noted in date of removal: (B)(6) 2013. Insertion details: 6 on left cornua and 10 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter, medical history and date of insertion added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2016: quality-safety evaluation received. This spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious event was also reported: increased bleeding during menstruation as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included bupropion, intrauterine contraceptive device (iud nos) since 2012 and sertraline hydrochloride (zoloft). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("increased bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with antidepressants, codeine phosphate; paracetamol (tylenol with codeine no.3), hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), sumatriptan succinate (imitrex df), trazodone and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, vaginal discharge, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reaching in with a grasping forceps we were able to remove the tube and most of its coils, but obviously a few coils were left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jan-2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, lower abdominal pain. Outcome of event pelvic pain were updated. Date on insertion updated. Reporter information, treatment drug, concomitant drug, medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2013 for permanent birth control. Upon information and belief after this procedure, she underwent the required hsg procedure. On unspecified date she began to experience pelvic pains and increased bleeding during menstruation. In (B)(6) 2013, she underwent a hysterectomy as a definitive solution to the problems that she had been experiencing. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious event was also reported: increased bleeding during menstruation a product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.